Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on unknown date and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent partially completed laparoscopic-assisted vaginal hysterectomy, pelvic laparotomy, total abdominal hysterectomy, left salpingo-oophorectomy and right salpingectomy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrent stress incontinence, atrophic vaginitis, & dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.